Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: lumps on left breast. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: pc (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor smooth gel breast prosthesis developed lumps on her left breast. The patient reported that her left breast was lumpy. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate profile 275cc saline breast prosthesis and an unspecified mentor breast prosthesis on (B)(6) 2002.